Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device stopped its ventilation function. - this occurrence was noticed during patient transport while ventilated. - it was not reported whether alarms were triggered. - the device log files (service log, error log, event log) were provided to hamilton medical ag and don't show that the ventilation stopped abrupt by itself on the reported date-of-event. - this malfunctioning was not reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there was need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device stopped its ventilation function. This occurrence was noticed during patient transport while ventilated. It was not reported whether alarms were triggered. The device log files (service log, error log, event log) were provided to hamilton medical ag and don't show that the ventilation stopped abrupt by itself on the reported date-of-event. This malfunctioning was not reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the event shut down during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, a control board was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the control board, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device stopped its ventilation function. This occurrence was noticed during patient transport while ventilated. It was not reported whether alarms were triggered. The device log files (service log, error log, event log) were provided to hamilton medical ag and don't show that the ventilation stopped abrupt by itself on the reported date-of-event. This malfunctioning was not reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.